Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. The prime, excessive no delivery and displacement tests could not be performed due to no act button response. The device was also received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm earlier that day. Later she received a button error alarm. The blood glucose at the time of the incident was 199 mg/dl. She stated that she could clear the alarm but it would return. The customer did not recall any significant events leading to the button error alarm. She mentioned she had the insulin pump clipped to her bra. The device was returned for analysis.